Event description:
On (B)(6) 2010, abbott point of care was contacted by customer who reported the I-stat 1 fuso analyzer was hot to touch. Based on the info at the time, there was no injury associated.

Manufacturer narrative:
(B)(4).